Event description:
The customer stated that discrepant architect cyclosporine results were generated. An initial result of 600 ng/ml was generated. The sample was retested and a result of 680 ng/ml was generated. The following day a new sample was obtained and a result of 120 ng/ml was generated. This sample was retested and a result of 124 ng/ml was obtained. Further cyclosporine results from the patient were as follows. (B)(6). The customer indicated that the issue may have been due to an increase in the drip rate by the attending nurse. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of customer information; tracking and trending review. Additional information was provided by the customer. They indicated that the cause of the discrepant results was due to the administration of the cyclosporine medication and the results were accurate. Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. The architect cyclosporine reagent package insert and the architect system operation manual were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.